Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 2.75x28mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion despite several attempts and the stent strut got damaged. The procedure was completed with another of the same device with the support of a guidezilla extension catheter.